Event description:
Note: this is one of two complaints, which occurred during the same procedure. Reference MFR report # 3005099803-2009-02722 for details regarding the other associated device. It was reported to boston scientific corp that three resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure the physician attempted to use two clips. Physician was unable to advance either clip from the sheath. A third resolution clip device was used to complete the procedure. There has been no report of complications or injury as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.